Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station with screen frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the msn station again and confirmed that the issue was related to the customer¿s network. At msn, this issue had occurred earlier, but the station managed to re-establish the connection. The error logged on msn was: the system failed to upload data due to a sql timeout error, indicating that the server did not respond in time or the operation took too long, resulting in the connection timing out. The tss then identified that in ed station, there appeared to be a network issue connecting to the station. The tss attempted to ping ed¿s ip address from the msn station, but it returned ¿destination host unreachable. The tss advised the user to check with their it (information technology) department to restore the connection on ed station. The network connection issue was resolved. The system functioned as intended after technical support specialist and it team investigated the issue.